Manufacturer narrative:
(B)(4).

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2011 and refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, study number: (B)(6). Study description: study (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy.. Patient number: (B)(6). The patient's medical history included 03 children and 01 elective abortion. She denied menstrual pain. Medication at time of insertion included combined pill. Her last menstrual period before insertion occurred on (B)(6) 2010. Beta hcg was negative. On (B)(6) 2011 essure (fallopian tube occlusion insert) was easily implanted for permanent sterilisation. Benzodiazepine and nsaid (non-steroid anti-inflammatory drug) were used as premedication. Uterine cavity was within normal conditions and the patient did not have retroverted uterus. Uterine distention was done. Visualization of ostium was good bilaterally. The procedure was started on left side. At the end of procedure she had 4 coils externally visible in the uterine cavity on the left side and on right side. The physician used 2 inserts. The procedure took 5 minutes and bilateral placement was successful. Pain during insertion and pain after the procedure were denied. Vasovagal syncope during the procedure was denied. The patient was very satisfied with the procedure and no additional procedure was performed at the same time. She denied the use of postoperative analgesics, and she did not experienced postoperative pain/cramps and bleeding. Combination pill was used after placement and before confirmation test. On (B)(4) 2011 radiography was performed and showed inserts symmetric positioned and distance between proximal portion was less than 4 cm. Four markers were well placed. Hsg and ultrasound were not done. Final result of procedure was classified as success. On unspecified date she experienced pain. The onset of pain was reported as following months after intervention. On (B)(6) 2011 essure was removed under laparoscopy (strictly normal aspect of the fallopian tubes). Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred term: pelvic pain. The analysis in the global safety database revealed 337 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this study case report refers to a female patient who was involved in a observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted and experienced pain. This event (regarded as pelvic pain) was considered serious due to medical importance and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, patient experienced pain during the following months after essure insertion. No alternative explanation was reported. Based on the information provided and given its nature, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since essure was removed under laparoscopy. According to product technical analysis, there is no reason to suspect a causal relationship of the reported